Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: gas leak from the (electro-pneumatic) proportional valve. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: most probable cause traced to component failure of (electro-pneumatic) proportional valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - address 1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had excessive pressure issue. The issue was found during reprocessing. There were no reports of patient involvement.